Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2018. The condylar component was removed and repositioned to be seated in the most posterior medial aspect of the fossa. The surgeon reported that the patient has been functioning well and that the dislocation has not reoccurred.

Event description:
The patient's right tmj implants became dislocated, and the surgeon repositioned the mandibular component in order to reduce the dislocation.